Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited a severe insulin leak from the cartridge into the pump chamber after a site change, followed by erratic screen behavior that progressed to a totally black, unresponsive display that did not respond to touch, the sleep/wake button, or charging, and the unit was replaced. Symptoms included hyperglycemia reported by the user after the site change preceding the leak. Outcomes included continued cgm use with the dexcom app or receiver and instructions provided for shutdown and data sync prior to return. Investigation included collection of user reports, replacement of the device, and request for return of the affected units for evaluation and inspection of the returned device. Investigation of this device revealed a reported fluid ingress and display and control failure consistent with a hardware malfunction involving the cartridge compartment and user interface, with no additional clinical interventions reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction associated with component failure.